Manufacturer narrative:
(B)(4).

Event description:
Procedure: abdominoplasty. According to the reporter: on the (B)(6), 3 vloc from same box were used. One broke at the level of the loop. For the second suture, the needle detached by itself. For the third suture, the suture broke in several places, another suture was used. On the (B)(6), the suture broke at several places after surgery when the patient wanted to stand up. Scar was completely open. Yes patient injured, no extension of incision, yes extension of surgery time, no blood loss, no tissue damage, no change of procedure, no part fell into cavity, no reinforcement material used.